Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l85179, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that ¿one of the patient¿s implants¿ had an infection in the pocket and they were hospitalized for ten days. It was noted the patient was unsure of when this happened or which device it was. It was noted the patient ¿thought it was around (B)(6) 2003¿. It was reported that the patient then had to wait six months after being treated for the infection before they could have their device replaced. It was noted that the patient thinks after the infection their device was replaced in (B)(6) 2004 but was not sure. **information was omitted pertaining to events (B)(6) ¿ ins depleted/pain and (B)(6) ¿ lead fracture. These events involve the same patient but are not related**